Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
It was reported that the device was programmed to infuse heparin 280ml at a rate of 10ml/hour for a duration of 25 hours. Approximately 1.5 hours later the heparin bag was found empty. Preliminary testing showed no sign of heparin in the patient's blood or spilled onto the floor. It is unknown if the heparin was a secondary or primary infusion. Facility biomed reviewed the event logs to find that the stated parameters were properly programmed into the device.

Event description:
It was reported from the 7c ward that at 1703 the device was programmed to infuse heparin 25,000units/dextrose 5% water 240ml at a rate of 10ml/hour for a duration of 25 hours. At 1840, approximately 1.5 hours later the heparin bag was found empty. Preliminary testing showed no sign of heparin in the patient's blood or spilled onto the floor. It is unknown if the heparin was a secondary or primary infusion. Facility biomed reviewed the event logs to find that the stated parameters were properly programmed into the device. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of over infusion was not confirmed or reproduced. The customer reported an event date of (B)(6) 2020 at 8:15 pm. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, at 4:59 pm on (B)(6) 2020, the suspect device was selected and programmed an infusion of heparin (drugid=65; 25000 unit/250 ml) to infuse at a rate of 10 ml/hr (vtbi= 240 ml). At 6:42 pm, the suspect device was paused. At 8:10 pm, the device was channeled off. Total volume infused= 16.446 ml. Device inspection: the device was received in good condition. The instrument seal was intact but previously removed. Dried fluid and corrosion observed on the female iui. Dried fluid was observed on the male iui. Dried fluid ingress was observed on the rear case under both iui¿s. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. All parts inspected are manufactured by bd. Bezel was disassembled and observed in good condition. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the complaint of over infusion could not be identified. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (07sep2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (05jan2021) and indicated that this device has been previously returned one (1) time for the following unrelated service: ---25mar2020 unknown / not provided- replaced iui right side due to damaged pin error 13-1033-49 review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected product has been received. A follow up report will be submitted with investigation results after evaluation.

Event description:
It was reported that the device was programmed to infuse heparin 280ml at a rate of 10ml/hour for a duration of 25 hours. Approximately 1.5 hours later the heparin bag was found empty. Preliminary testing showed no sign of heparin in the patient's blood or spilled onto the floor. It is unknown if the heparin was a secondary or primary infusion. Facility biomed reviewed the event logs to find that the stated parameters were properly programmed into the device.